Manufacturer narrative:
The reported event, the housing broke and fractured, was confirmed. During the inspection the service technician observed physical damage. The tech found that the top housing had separated from the bottom housing at the weld site. The battery housing was discarded by the manufacturer.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the aseptic housing broke during a medical procedure and top housing is detached from the bottom housing. The disassembly of the battery housing could result in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.